Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the swivel base of the returned unit moved when the unit was under pressure. The swivel base roll pin hole was loose and the roll pin would not hold the base firmly. The ratchet extension arm passed the go nogo gage and had no visible cracks. The large starburst showed some wear but was still functional. All the other components were functional.

Event description:
This is the second of two reports involving a mayfield 2000 skull clamp (a2000) [same product ID but different product lot codes, same product problem, same pt, same user facility]. When the first clamp (a2000) was used on the adult pt, it was reported as loose. The first clamp was removed and a second clamp (a2000 with lot code 074) was used. This second clamp was also reported as being loose and wiggling. The second clamp was removed and a third mayfield skull clamp (type unspecified) was used. The third clamp worked. There was no slippage or pt injury reported. No other clinical info was provided.